Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was to be implanted with an impella 5.0 for mechanical circulatory support. It was reported that the patient presented with covid-like symptoms on (B)(6) 2021. Upon arrival, the patient coded three times in twenty-four hours. An electrocardiogram performed noted an anterior non-st elevation myocardial infarction. The patient was brought to the cardiac catheterization laboratory but was surgically turned down. The decision was then made to transfer the patient to another hospital but coded as soon as the transport team arrived and was denied. A return of spontaneous circulation was achieved. On (B)(6) 2021, ten days after admission, the 5.0 impella was decided to be placed to stabilize the patient for transfer. The impella 5.0 insertion was aborted due to the patient's vascular anatomy. The physician then decided to place an impella cp into the axillary artery, and the delivery was successful. The patient remained unstable, did not improve and expired three days later. The cp device was noted to have worked as expected. Given the inability to deliver the 5.0 device, the patient underwent additional intervention to place the impella cp and this could have contributed to the patient's outcome although the patient expired three days later. Therefore, conservatively reporting as vessels characteristics more likely have impacted the event. Immediate needed support was unable to be delivered due to patient's vascular anatomy.